Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt stated they had an MRI procedure about a month ago. Pt noted they placed their device into MRI safe mode prior to the procedure; however, once they laid down pt stated they were 'getting zapped' down their legs. Pt described when they laid down on the platform, they could feel the electricity going down both legs and added that when they down flat on their back, they can feel an electrical current. Pt stated they ended turning 'it' on and off a couple of times and then it was fine. Agent asked clarifying questions regarding what pt turned on and off, and pt stated 'it' was their controller. Pt commented for some reason the first time they put the device on MRI mode, the stimulation it was shut off but they could still feel it. Agent documented information given.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.